Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia. It was also reported that right ventricular (rv) lead experienced oversensing with an elevated sensing integrity counter (sic). It was also reported that right atrial (ra) lead exhibited intermittent under-sensing. The ra and rv leads both remain in use. No further patient complications have been reported as a result of this event.